Manufacturer narrative:
The manufacturer has received the device on june 19, 2019 and performed a gross investigation on june 20, 2019. The device was received in general good conditions. The manufacturer will continue to perform the appropriate investigations to determine the root cause of the reported coaptation issue. In addition the manufacturer will follow-up with the site for additional event information.

Event description:
On (B)(6) 2019 a patient received a perceval pvs21 sutureless aortic heart valve as part of an avr, the manufacturer was notified that during the procedure, once the valve was parachuted, and after the ballooning, the surgeon observed that the leaflets did not close correctly. They decided to remove the valve and implant a new one.

Manufacturer narrative:
The manufacturer received additional information from the site on june 26, 2019. The following updated event description is included in section b5: on (B)(6) 2019 a patient received a perceval pvs21 sutureless aortic heart valve as part of an avr, the manufacturer was notified that during the procedure, once the valve was parachuted, and after the ballooning, the surgeon observed that the leaflets did not close correctly. They decided to remove the valve and implant a new perceval valve of the same size. There were no complications after the replacement. No complications arose with the patient during the procedure and the patient remained stable. The review of the manufacturing and quality control data filed in the DHR or the perceval valve pvs 21/s sn (B)(6) satisfied all material, dimensional, and performance standards required for a size 21/s perceval heart valve at the time of manufacture and release, including the review of the steady flow test, performed on december 01, 2018. The valve pvs 21/s sn (B)(6) was returned to livanova for evaluation and it was received on june 19, 2019. The returned product was received in an explant kit, in the original plastic jar, and appeared in general good conditions. After decontamination, the valve was visually inspected without highlighting any elements of non-conformity according to the specifications. The collapsing procedure performed with the returned valve and a demo accessory kit was completed with no issues. During the simulation of the valve deployment in silicon aortic root (size 21), no problems were encountered during the ballooning phase. No configuration anomalies were detected in the leaflet once the valve is deployed. For more exhaustive evidence, the steady flow test review confirms the correct and complete coaptation of the leaflets when subjected to pressure gradient. Based on the performed analyses, it is reasonably possible to exclude the relationship between the reported coaptation issue and the device quality, because no anomalies were detected in the leaflet¿s configuration. Based on this and the follow-up received from the site the root cause of the reported event cannot be determined. The manufacturers investigation resulted in no device problems being found but the root cause was not established. Fields changed: b4, b5, g4, g7, h2, h6.

Event description:
On (B)(6) 2019 a patient received a perceval pvs21 sutureless aortic heart valve as part of an avr, the manufacturer was notified that during the procedure, once the valve was parachuted, and after the ballooning, the surgeon observed that the leaflets did not close correctly. They decided to remove the valve and implant a new perceval valve of the same size. There were no complications after the replacement. No complications arose with the patient during the procedure and the patient remained stable.